Manufacturer narrative:
An event of left bundle branch block (lbbb) and second-degree heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the reported heart block appears to be related to patient condition (pre-existing condition of left bundle branch block and second-degree heart block). There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 25mm navitor vision valve was selected for implant on (B)(6) 2024. The patient had a pre-existing condition of left bundle branch block (lbbb) and second-degree heart block. The device was implanted. The final implant depth was 4mm from the non-coronary cusp (ncc) and 3mm from the left coronary cusp (lcc). The lbbb and heart block persisted. A permanent pacemaker may be required in the future.